Event description:
A surgeon reported a pt with poor visual acuity and an unexpected refractive outcome following intraocular lens (iol) implant surgery. The pt had pre-existing keratoconus. The surgeon placed a spherical gas permeable contact lens on the pt, but was still unable to measure the amount of cylinder. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).